Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the OEM. A review of the DHR found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the device lot number and provide the device manufacture date. A visual inspection was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it worn with no metal expose. The distal end of the device was inspected under a microscope and found 17mm of the probe detached; detached probe was not returned.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic hepatectomy procedure, the probe broke off after a vigorous manual cleaning to remove a jammed staple. It was reported that no device fragment fell into the patient. A ¿short circuit¿ error was observed on the generator due to the probe touching the jammed staple. There was no unusual bleeding reported. The intended procedure was completed with the same device. Additionally, the user facility reported that device and the connection points of the generator were inspected prior to use with no anomalies noted.